Event description:
It was reported the system displayed pre-load, filaments, and communication error messages. It is likely this system failed to boot up and/or locked up or shut down. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The isd board and the battery pack were replaced during the service call. The system was tested and found to be working as intended and put back into service.